Event description:
The site reported the following to a bayer r and I representative: a (B)(6) male pt with a known cardiac condition, diabetes, and hypertension underwent a coronary angiogram and suffered an air injection while connected to the avanta fluid management system. An indeterminate amount of air was visualized in the left coronary artery following a test injection. The pt became bradycardic and suffered a cardiac arrest. The pt required medical intervention including chest compressions, atropine and adrenaline. The pt recovered and was discharged two days following the procedure. No further treatment was required.

Manufacturer narrative:
A bayer r and I service engineer performed an injector checkout of the avanta fluid management system on (B)(6) 2014 and found it was functioning to specification. The disposables from the alleged incident were discarded and not available for evaluation. The site provided lot numbers that were in use during the alleged incident. Testing of retain samples showed the product performed to specification. The avanta fluid management system has been in use daily at the site since the reported occurrence. Additional applications training was performed on (B)(6) 2014.